Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler during the pretest, prior to use on patient". No patient involvement.

Event description:
It was reported that "the hcp failed to fire the skin stapler during the pretest, prior to use on patient". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "misfire/jamming - staples not firing" could not be confirmed based upon the sample received. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The stapler was received with 33 staples left in the cartridge, indicating that at least 2 staples were fired by the end user. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, the first three staples were properly formed and released. The stapler was then fired into a simulated skin pad to simulate insertion into the skin. The remaining staples were all able to engage and close into the skin pad. No functional issues were found with the returned device. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature.